Event description:
It was reported that the patient had a miniarc precise and a graft implanted on (B)(6) 2015. The miniarc precise was repositioned because the physician "button holed pt left sulcus." It was noted that the physician "used single/same incision for concomitant sling" and that the physician attempted to reposition the sling and dislodged the graft. The physician was ultimately "satisfied" with mesh (re)placement. No further patient complications were reported in relation to this event. Related to manufacturer report # 2183959-2015-00231.